Event description:
The user facility biomed reported that post pre-use testing the device is displaying "circuit occlusion" message with an audible alarm and does not deliver a breath.

Manufacturer narrative:
(B)(4). Carefusion has dispatched a carefusion field service representative to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as may 27, 2015. Carefusion will submit a follow-up medwatch report once the evaluation and repair have been completed.